Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results with vial #1 (qc range = 2.3 - 3.5 inr): qc 1: 2.6 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. Testing results with vial #2 (qc range = 2.3 - 3.5 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago reagent. At 8:18 am, the meter result was 4.0 inr. At 8:21 am, the meter result was 4.6 inr. At approximately 8:26, the laboratory result was 3.3 inr on (B)(6) 2020 at 9:01 am, the meter result was 4.6 inr. A few minutes later, the laboratory result was 3.5 inr. On (B)(6) 2020, the meter result was 6.7 inr and the laboratory result was 4.7 inr. The therapeutic range was 2.5 to 3.5 inr and the customer tests twice to three times per week. The patient added "2 servings of greens" to their diet.